Event description:
It was reported that the pt had a revision tha due to an alval on (B)(6). When the surgeon removed the adept v40 head from the accolade, he noticed that the trunnion was discolored to black. Therefore, he also removed the accolade, just in case.

Manufacturer narrative:
Associated product: adept v40 head, cat # and lot unk. A supplemental report will be submitted upon completion of the investigation.